Event description:
This has been ongoing for two months now, but every freestyle libre 3 plus sensor I've gotten since (B)(6) 2025 had been faulty. They all read way lower than a manual check; thank god I'm not on an insulin pump or I'd be dead by now. It's been going off like crazy saying that I'm in the mid 50s and when I do manual checks, sometimes multiple an hour, I'm in the 120-160 range. Someone needs to correct this! These are all obtained after the massive recall in november!